Manufacturer narrative:
Battery issue was confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 100% to 5%. It was also reported that when the pump was plugged into a power source, it would not recognize the power source. There was no impact to the customer's blood glucose (bg) level from this event; however, customer reported experiencing a low bg level of 65 (mg/dl) earlier due to over-bolusing for food consumed. Customer consumed fruit to address low bg levels. It was indicated that injections were available for diabetes management.